Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pump was programmed to infuse a routine order of propofol (1000 mg/100 ml bottle; 20 ml was removed and administered to the patient as a bolus dose prior to initiation of the continuous infusion) at a rate of 120 mcg/kg/min, and the infusion was started. The programming was reportedly verified by another certified registered nurse anesthetist (crna). After approximately three (3) minutes, the patient required assistance with respirations. The crna paused the infusion and assisted the patient with respirations using a bag mask device. Upon reviewing the pump, the crna observed that the pump displayed a status of paused,but the infusion appeared to continue, and a larger than expected amount of propofol was delivered despite the programmed rate of 120 mcg/kg/min. The total amount infused over approximately three (3) minutes was estimated to be approximately 500 mg. The infusion line was immediately clamped and disconnected, a laryngeal mask airway (lma) was placed, and the pump was removed from use. The event reportedly occurred on 23 march 2026 at approximately 0800. When asked about the patient outcome, the customer reported that the patient was unharmed.